Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had history of high frequency noise that was visible on the atrial and ventricular channel. The noise caused inappropriate mode switches. On (B)(6) 2020, the device went into eri and was explanted on (B)(6) 2020. Once the device was explanted and replaced there was no noise noted. Patient was discharged post procedure.

Manufacturer narrative:
The reported field event of oversensing and pacing inhibition was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.